Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that an asymptomatic patient presented suffering from infection. Vegetation was noted on the right atrial and right ventricular leads. The system was explanted. The patient was stable prior, during and post procedure.